Manufacturer narrative:
One device was returned for analysis of complaint that the complaint of pump randomly turned off during operation. No relevant 12-month service history was found. Review of event log found a couple of instances where user attempted to power up device with batteries installed, and the pump powered down without user confirmation. Visual and functional testing was performed. Complaint was confirmed through pump power up test and battery fall out test. Found corrosion in battery compartment battery contacts and battery compartment door battery contacts. Replaced battery compartment door. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was turned off while it was in operation. There was no patient involvement, no patient injury was reported.